Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a patient had not charged their device, or felt stimulation for some time. A "poor communication" screen was displayed. It was noted that patient compliance was the primary reason for overdischarge. The patient was confused about when and how to charge their device. The patient attempted to charge their device on (B)(6) 2010 in an effort to prepare for an appointment with a company representative. On 10/18/2010, it was later reported that the patient was unable to charge their device. The device was scheduled to be explanted and replaced on (B)(6) 2010. Additional information has been requested, but was not available as of the date of this report.